Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation and photos were not provided which led to inconclusive evaluation results. Based on the information available and as the sample was not returned for evaluation, the investigation is closed with inconclusive results for catheter kink and failure to deploy. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risks. Regarding precautions, the instructions for use states "take care to avoid unnecessary handling, which may kink or damage the delivery system. Do not use if device is kinked", and "(...) Verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "gain access to the treatment site utilizing appropriate accessory equipment compatible with the 6fr bard e-luminexx vascular stent system. (1) via the femoral route, insert a 0.035¿(0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. (2) the delivery system requires a minimum 6fr introducer sheath. H10: d4 (expiry date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via contralateral approach, the shaft of the stent was allegedly kinked and the stent could not be deployed. The procedure was completed using another device. There was no reported patient injury.